Event description:
Pt's whisperject has malfunctioned and is no longer working. Sent a replacement. Unk if pt device to return for inspection. No adverse effects noted. Reported to (B)(6) by pt/caregiver.